Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it was not released by the patient. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent an initial left knee arthroplasty. Subsequently, during the trialing, the surgeon noticed a non-displaced crack in the medial cortex. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the operative notes confirms that the patient underwent a total knee arthroplasty. It is noted that the tibial trial was impacted into place and a non-displaced crack in the medial cortex was noted probably from the eccentric impaction and/or press fit. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report..